Manufacturer narrative:
Device codes: 1506 not labeled. Internal file number: (B)(4). Correction - device code 1454 removed and 3008 added. Evaluation summary: a visual inspection was performed on the returned guide wire and the polymer coating was noted to be torn at the tip of the device. The reported irregular texture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported irregular appearance. The noted kinks on the tip and core appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. Although it was reported that it felt like the tip of the whisper guide wire was peeled, returned device analysis confirmed that there was no peeling. However, returned device analysis revealed that the polymer coating was torn at the tip of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery that had tortuosity. A 190 cm whisper guide wire was used; however, after removal of the device, it was noted that the polymer tip was peeling. However, it was confirmed under fluoroscopy that there was no foreign material left in the anatomy. Another unspecified device was then used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.